Event description:
It was reported there was a problem with the flow rate. The problem was identified during the equipment's inspection. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal. Functional testing was unable to verify or duplicate the reported issue. No fault was found. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.